Manufacturer narrative:
Vyaire field service went on site performed performance check. The over pressure alarm was functional. The technician spoke with respiratory therapist confirmed that there was no issue found with the suspect device. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a unit shut off on a patient. At this time, there is no information regarding patient harm associated with the reported event.